Manufacturer narrative:
The instrument was installed on an in-house system. The instrument passed engagement and recognition. The instrument exhibited imprecise motion in the pitch direction. The grip tips moved in the direction commanded, however a lag or delay in the motion was observed. The instrument was found to have a loose pitch cable at the distal end. The loose pitch cable at the distal end was caused by the loose pitch cable at the clamping pulley in the backend. Probable root cause of loose instrument pitch cables is attributed to a component failure. Loose cables are attributed to a loss of cable tension.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that the customer experienced an issue with the fenestrated bipolar forceps instrument. The customer reported event has no report of patient injury. Intuitive followed up with the initial reporter and obtained the following additional information: the conductor wire was visible through the damaged insulation. No material missing or detached from portion of the device that enters the patient's body. No allegation of unclamping failure while the instrument gripping tissue. There were report of issues related to non-intuitive motion, where the instrument failed to move.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. However, failure analysis is not complete.